Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead was found via x-ray and fluoroscopy to have perforated the rv apex of the patient causing significant pain. A drop in pacing impedance measurements from 560 to 273 ohms and loss of capture at maximum output was also observed. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.